Event description:
This report is to advise of an event that was observed during analysis.

Manufacturer narrative:
The field complaint of a no power issue was verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. After opening the ac power adapter no burnt components were observed on the main circuit board. The ac power adapter did not have any power due to hardware failure. Upon opening the transmitter, burnt components were observed on the reverse side of the main pcb. Unable to test the unit with a working ac power adapter due to the burn damage that the transmitter main pcb sustained. High current flow through the ac wall power outlet damaged the ac power adapter and burned the transmitter main pcb causing the no power issue.